Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the first stapler was fired on the antrum of the stomach of the patient in a laparoscopic sleeve gastrectomy, they were able to press the green button, but could not squeeze the handle and the stapler was unable to fire. They also note that they were able to load and cycle the handle and reload on the first stapler. They used another reload but it resulted to the same outcome. They used a second stapler, and tried the same reloads, but it gave the same results. They used a third stapler and a new reload, and they were able to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that each reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed pre-fired reload was misuse of the product which would have caused or contributed to the reported incident. 1219930-2018-02344-1 if information is provided in the future, a supplemental report will be issued.